Event description:
A malfunction was reported on the customer's pump, but no notable events occurred before the malfunction. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy. Technical support arranged for a replacement pump with updated software and provided instructions for storing and returning the faulty pump. The customer acknowledged all instructions and shipping details, and a replacement was sent without the need for delivery signature.